Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-20295. The pt received two occipital (off-label) leads. It was reported the pt was experiencing ineffective and unintended stimulation. Also, the pt experienced headaches. X-rays were requested and a surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.